Event description:
About two hours after using the machine, I felt something floating around in my full face mask. I thought it could have been a hair or little dust that may have gotten into the mask. This is ongoing. I clean the mask before I go to sleep so I know it is clean. Feels like something is blowing around in the mask. Is it the foam?